Event description:
It was reported that during a procedure performed on (B)(6) 2013, the psst45 4.5mm tap broke. The doctor was able to retrieve the broken piece of the tap. Another 4.5mm tap was readily available and the procedure was completed with no additional issues. It was noted by the sales rep that the bone was very hard and there was slight torque on the tap when it broke, as the doctor was trying to angle the instrument somewhat medial. No pt injury or delay to the procedure was reported.

Manufacturer narrative:
Eval is in process but has not been completed. A follow-up medwatch will be submitted upon completion.